Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. During troubleshooting, the customer received multiple button alarms. The customer was educated to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. After a pump reset, the alarms stopped, but the wake button was still unresponsive to presses. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not impacted.